Event description:
It was reported that a situation arose in which a pt was being evaluated for restenosis of a stent, which was implanted in 2002. It was observed that the initial stent was not at the lesion, but was distal to the lesion. The proximal part of the stent appears slightly flared.